Event description:
It was reported that during a percutaneous transluminal angioplasty, balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous below the knee artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was selected and advanced to treat the target lesion. However, upon 1st inflation at 6 atmospheres, the balloon ruptured. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the coyote catheter was received inside a carrier tube (hoop) within a coyote shelf box that matched the information on the device. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).